Event description:
On 7/11/91 device was implanted. On 9/11/95 a connector was revised. On 9/12/96 the device was removed from the pt and another device implanted due to fluid loss -leak at connector, pump to reservoir.